Event description:
It was reported that the radiographer pressed the home button and then started to tilt the table vertical while moving the image intensifer (ii) out to get it ready to have a pt step onto the table. The ii drove outward normally to its maximum position, slowed down and then continued to drive out. A loud noise was heard as the two ii drive belts snapped. The ii then fell down to its hard stop. No injury was reported.